Manufacturer narrative:
Investigation summary: since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. A device history record review showed no non-conformances associated with this issue during the production of this batch. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that a needle retraction failure occurred during use with a bd insyte¿ autoguard¿ shielded IV catheter 20ga 1.16in (1.1 x 30 mm). The following information was provided by the initial reporter. "Customer called in to file a complaint on item: 381434, stating that the needle doesn't retract when pushed. Customer states that they have already returned 1 open case of this product, but they have 58 other cases with the same lot number. They haven't had any of their other customers report an issue with this product."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a needle retraction failure occurred during use with a bd insyte¿ autoguard¿ shielded IV catheter 20ga 1.16in (1.1 x 30 mm). The following information was provided by the initial reporter, "customer called in to file a complaint on item 381434, stating that the needle doesn't retract when pushed. Customer states that they have already returned 1 open case of this product, but they have 58 other cases with the same lot number. They haven't had any of their other customers report an issue with this product."